Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide device that was attempted. An attempt was made with another proglide device; however, the device "did not feel right during deployment" and a cuff miss [suture retrieval issue] was also noticed. Additionally there was resistance noted on advancement and removal of both devices due to scar tissue. A decision was made to do a cut down to achieve hemostasis. During the cut down surgery, the white suture (link) of the second proglide was found in the tract along with a portion of the proglide foot that had separated and remained in the artery. The suture and separated proglide foot were removed during the cut down. The evar procedure was then completed. A reported clinically significant delay in the procedure occurred due to the need for the cut down surgery. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to advance difficulty removing the device and ¿device did not feel right during deployment¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported needle to cuff miss and foot detachment were confirmed. The reported suture detachment was not confirmed as it was observed to be a link detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported device "did not feel right during deployment" was likely the resulted of the difficulties experienced. The reported resistance advancing the device and needle to cuff miss appear to be related to an interaction of the device with patient anatomy (scar tissue) due to circumstances of the procedure. Subsequent interaction with the anatomical conditions likely contributed to the difficulty removing the device and foot detachment. The reported suture detachment was observed as a link detachment. The link detachment likely resulted during plunger retraction as the posterior cuff was not ejected from the posterior foot because the posterior needle tip did not engage with the posterior cuff. Due to the small size of the components, it may be difficult to discern a suture detachment versus a link detachment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for evaluation changed from "no" to "yes".